Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. One mount, mount screw, and packaging (tsvt4b10) were returned for investigation there was no implant/cover screw inside the packaging. Visual/physical evaluation of the as returned devices identified that the mount hex was fractured off DHR review for the lot (1274638) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1274638) and no similar event or complaint was found. (Complaint category keyword: fracture: mount). The customer did not submit any images/x-ray. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-(B)(6). Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques may cause device failure. Based on the investigation and risk management file review, the most likely root cause determined was use of excessive torque during placement. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation results.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported fracture of mount hex when placing it with torque wrench. Tooth site 45. Procedure was completed with a new implant.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a4: patient weight unknown / not provided, d4: additional device information unknown / not provided , h4: device manufacturer date unknown / not provided.